Manufacturer narrative:
X-ray analysis: patient is status post l4-5 fusion. No interbody device is present. One of the l5 screw is broken. Unable to assess fusion status from these x-rays. Hardware failure occurred on unknown amount time from surgery. Contributing factors include undersize instrumentation, failure of fusion. Root cause indeterminate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: degenerative disc disease, procedure: posterior lumbar fusion levels: l4-l5 it was reported that on an unknown date, post-op, the screw broke. On (B)(6) 2016, patient went to the doctor feeling back pain. After a prescription the doctor saw the broken screw. Whole of the broken screw was inside the patient. Patient suffered with acute lumbar back pain due to the broken screw.